Manufacturer narrative:
The full lead was returned, analysis was performed and no anomalies were found. The helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated there was apparent explant damage.

Event description:
It was reported that during a normal device upgrade the right atrial (ra) lead dislodged while placing the new left ventricular (lv) lead. The ra lead was removed and replaced. The lv lead was attempted but not used because the physician needed a smaller lead due to the patient's anatomy. A different lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead (B)(6) 2013; (B)(4).